Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reports that patient presented with the ilpc442u abutment screw fractured. Another abutment was placed.

Manufacturer narrative:
This report is being submitted to relay additional information. During investigation it was discovered that the retaining screw for the abutment had fractured. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.

Event description:
Product evaluation showed that there is nothing wrong with the ilpc442u. It is not the screw part of the ilpc442u that is fractured. It is the unknown retaining screw, that holds the restoration onto the ilpc442u, that is fractured.

Manufacturer narrative:
This report is being submitted to relay additional information. The event date was previously reported to be 20 jan 2020 in 0001038806-2020-00404. It was now reported to be 29 jan 2020.

Event description:
No additional or corrected information to report.